Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt stated, the black lead was "hot to touch" after switching to his backup system controller, so he switched back to his primary controller.

Manufacturer narrative:
The reported event of the black lead of the system controller reportedly being "hot to touch" was confirmed during analysis. The eval of the controller's power cables revealed a deformed d-insulator in the black power connector. The returned system controller was connected to the power module pt cable, test power module and system monitor. The controller was connected to the power module pt cable, test power module and system monitor. The controller was alarming with a red heart alarm and the black power cable overheated. The black power cable was disconnected allowing for the retrieval of the data log file successfully. The log file captured approx 2 days and 6 hours of events, where critically low voltages were captured accompanied by "low battery hazard", low speed hazard" and backup cpu active alarms being captured. The cable outer insulation was removed at the middle of the cable and this revealed that the brown wire had shorted to the shield close to the housing side under the strain relief. The strain relief and the outer insulation were removed to reveal several turned/melted wires including the brown wire. A review of the device history records revealed no deviations from mfg or qa specifications. This situation is bein addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available at this time. The MFR is closing its file on this event.